Event description:
It was reported that, "crimper broke at distal end when pressure was applied while trying to crimp a grip plate."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.